Manufacturer narrative:
(B)(4). The bolus injection was inserted below the control-a-flo. The device was received for evaluation. Visual inspection identified separation between the components of the flow regulation device. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink i.v. Administration set with control-a-flo regulator leaked from the control-a-flo dial during infusion of diprivan. There was no patient injury or medical intervention associated with this event. No additional information is available.